Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according in the kitchen. The test strip lot manufacturer's expiration date is 09/20/2017 and open vial date is within the month of (B)(6). The meter memory was reviewed for previous test result history: (B)(6). The customer is concerned since she always takes her blood test fasting. She manages her diabetes with insulin and metformin. The customer also tests her meter against the true result meter (208mg/dl) and the true metrix air (290mg/dl) reads higher.